Manufacturer narrative:
Expiration date: 03/2019. Mfg date: 03/2014. Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided, there is no patient harm in this case. The information for use of the device states that the foley may be cut at the shaft to aid in drainage, but no attempt was made. One used 2-way, soft valve, standard sil foley catheter marked per specification. The product was returned in two pieces. The inflation lumen of the upper shaft was inserted with a metal wire upon receipt. The product was also accompanied with a white tube. The lower shaft was dipped into a beaker of water. Air bubbles were seen escaping away from the cut opened end of the lower shaft when the inflation lumen was flushed with air via a luer tip syringe inserted in the valve indication that there was no blockage in the lumen. The inflation funnel was cut off. No restriction could be detected at the "y" site of the inflation funnel junction when the lumen was gradually inserted with a fine nylon wire. It was confirmed when the inflation funnel junction was cut opened and examined. The "y" site of the inflation funnel junction was free from obstruction. The inflation lumen of the shaft was inserted with a metal wire upon receipt. The metal wire was removed from the inflation lumen. No sign of visual defect was observed. The balloon could be easily inflated with 20cc of air via a hypodermic needle connected to a luer tip syringe inserted into the open end of the inflation lumen. Test was repeated by inflating the balloon with 23ml of water. For both tests there were no sign of collapse inflation lumen was observed inside the balloon. Deflation was normal and similar results were obtained when this test was repeated for three times. The water drained completely from the balloon within 19.6 seconds thus, considered acceptable per specification. Review of the assembly batch record did not reveal non-deflation was detected during the inflation and deflation process. The analysis on the returned sample showed that it met specification. No sign of non-deflation was detected. Product was fully functional when tested. A detailed batch review was performed and no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews (B)(4) will monitor for product trends if this issue were to reoccur. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated that "an incident occurred on (B)(6) 2016 whereby the staff failed to remove the catheter from a female patient after caesarean section due to non-deflation. One of the urologists tried to cut the balloon without any success. The patient spent the night with a diaper. The next morning a senior urologist was called in. He used a metal guide in order to prick the catheter and it was finally removed." The reporter stated that the "incident was reported only now as no damage or hazard was caused and this was a single occurrence. The medical center kept using the products with no exceptional events." Reporter stated the catheter will be returned.